Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a hallufix plate had been implanted on an unknown date, the patient started suffering. This event was addressed via revision surgery on (B)(6) 2022. The plate was meant to be exchanged for an mtp (metatarsophalangeal) arthrodesis plate, so the patient was taken to the operating room under regional anesthesia. Prior to incision, the box was opened and contained no 3-point screwdrivers. The operation was cancelled due to the lack of suitable medical equipment. This incident was linked to an input error when booking the plaque removal kit, which was different from what the surgeon had requested. The patient is furious as already had undergone hospitalization, anesthesia, installation on the operating table and tourniquet for the first five (5) minutes.

Manufacturer narrative:
H3, h6: the concerned product is a loan set so it has been received back at s+n france, so the complaint is confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identify no previous similar reported event for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): the failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: this issue is not linked to manufacturing but with distribution mistake. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Medical investigation monitoring board (mimb) review: per mimb, a medical investigation was not required. Incident evaluation : the customer¿s request was not precise enough as we have several type of mtp plates. The ¿normal¿ set of hallufix was sent instead of the ¿normal¿ set of hallulock. In addition, a normal set was sent instead of an ablation set (which contains 1 hallufix and 1 hallulock screwdriver). Hallufix and hallulock sets were mismatched due to an insufficient training on ex-integra products for asd customer service staff. Furthermore, the loan app was not set up correctly and this has led to confusion about which set contains the correct screwdriver. A nc and an associated CAPA has been opened to investigate this issue and take appropriate actions. The following corrective actions were performed : update the loanapp application consequently. Update on the ablation sets to be ordered. Provide additional training to the cs related to ablation sets and guidance to choose the correct set has been provided to the cs. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed. Internal complaint reference number: (B)(4).